Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 8cm balloon. The catheter was returned in two segments, with a complete detachment located 49.7cm from the strain relief. The detachment was examined under microscopic magnification (12x) and the detachment appeared to be clean with no stretching noted. Per the reported event details, the user cut the catheter in half in order to remove the balloon from the introducer sheath. The balloon appeared to have been previously inflated. No other anomalies were noted to the returned catheter. Functional/performance evaluation: the catheter segment containing the balloon was connected to a tuohy borst adapter and the tip of the balloon was clamped down with a pair of pliers. The balloon was able to be inflated to nominal pressure (8atm) without issue. No rupture or leaks were noted to the balloon. The balloon was unable to be inflated to rbp (25atm), as the tuohy borst adapter could not maintain a proper seal with the catheter at that high of pressure. The balloon was deflated without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for a balloon rupture and retraction problems, as full functional testing could not be performed due to the poor sample condition (i.e. Catheter detachment). Per the reported event details, the balloon ruptured at 25atm. The rated burst pressure (rbp) for this balloon size is 25atm. The current IFU (instructions for use) states "do not exceed the rbp recommended for this device. Balloon rupture or difficulty in deflation may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended." It is unknown whether the balloon was overpressurized past 25atm. It is likely that the rupture contributed to the retraction issues. However, the definitive root cause for the rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the lower arm the pta balloon allegedly ruptured at 25 atm. Reportedly, there was difficulty retracting the pta balloon through the sheath during the procedure. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.